Manufacturer narrative:
UDI: (B)(4). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue ring was missing from a minicap transfer set. This issue was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye, and a missing blue pull ring cap was noted. The reported issue was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.